Manufacturer narrative:
The manufacturer previoulsy reported a simplygo mini oxygen concentrator allegedly decreased in flow and the patient's blood oxygen level decreased. The patient was taken to the hospital and was placed on a ventilator. The patient was in the hospital for 2 months. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. The device operated and alarmed to design specifications.

Event description:
The manufacturer received information alleging a simplygo mini oxygen concentrator decreased in flow and the patient's blood oxygen level decreased. The patient was taken to the hospital and was placed on a ventilator. The patient was in the hospital for 2 months. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.